Event description:
On (B)(6) 2012, the patient reported that her blood glucose levels had been low for about two weeks starting at the beginning of december. She had one reading of 32 mg/dl. Her normal range is 100-200 mg/dl. The patient stated that she would not have able to self-treat the low blood glucose level. Her husband provided her with cereal and after eating two bowls her blood glucose level was up to 184 mg/dl. No product was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.